Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("strong abdominal pain") and device dislocation ("1 implant found in abdominal cavity") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "they found 3 essure implants inside her" and device monitoring procedure not performed "she had not a control visit after insertion, location of implants have not been checked". In 2015, the patient had essure inserted. In 2015, the patient experienced procedural pain ("painful insertion"), neuralgia ("strong neuralgia in other leg during insertion"), muscle spasms ("cramp in other leg during insertion") and complication of device insertion ("complication of device insertion"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("strong menstrual pain"), premenstrual syndrome ("pms symptoms"), migraine ("hard migraine"), pain in extremity ("pain in soles of the feet"), arthralgia ("joint pain"), scleritis ("scleritis which starts again after treatment ends"), menstruation irregular ("irregular menstrual cycle (changes between 19 and 42 days)"), device dislocation (seriousness criterion medically significant) and swelling ("swelling"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea, procedural pain, neuralgia, muscle spasms, complication of device insertion, premenstrual syndrome, migraine, pain in extremity, arthralgia, scleritis, menstruation irregular and device dislocation outcome was unknown and the swelling had resolved. The reporter provided no causality assessment for abdominal pain, arthralgia, complication of device insertion, device dislocation, dysmenorrhoea, menstruation irregular, migraine, muscle spasms, neuralgia, pain in extremity, premenstrual syndrome, procedural pain, scleritis and swelling with essure. The reporter commented: the patient informed that essure implants have been removed as planned on (B)(6) 2017. They found 3 essure implants inside her, one was in abdominal cavity. Swelling has disappeared. She did not want to comment other symptoms she had. Diagnostic results: rheumatism tests negative . Most recent follow-up information incorporated above includes: on 1-feb-2018: essure was removed on (B)(6) 2017 as it was planned. The events "they found 3 implants inside her", "1 implant found in abdominal cavity" and "swelling" were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("strong abdominal pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she had not a control visit after insertion, location of implants have not been checked". In 2015, the patient had essure inserted. On the same day, the patient experienced procedural pain ("painful insertion"), neuralgia ("strong neuralgia in other leg during insertion"), muscle spasms ("cramp in other leg during insertion") and complication of device insertion ("complication of device insertion"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("strong menstrual pain"), premenstrual syndrome ("pms symptoms"), migraine ("hard migraine"), pain in extremity ("pain in soles of the feet"), arthralgia ("joint pain"), scleritis ("scleritis which starts again after treatment ends") and menstruation irregular ("irregular menstrual cycle (changes between 19 and 42 days)"). Essure treatment was ongoing at the time of the report. At the time of the report, the abdominal pain, dysmenorrhoea, procedural pain, neuralgia, muscle spasms, complication of device insertion, premenstrual syndrome, migraine, pain in extremity, arthralgia, scleritis and menstruation irregular outcome was unknown. The reporter provided no causality assessment for abdominal pain, arthralgia, complication of device insertion, dysmenorrhoea, menstruation irregular, migraine, muscle spasms, neuralgia, pain in extremity, premenstrual syndrome, procedural pain and scleritis with essure. The reporter commented: essure would be removed on (B)(6) 2017. Diagnostic results: rheumatism tests negative. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 20-dec-2017 for the following meddra preferred terms: abdominal pain. The analysis in the global safety database revealed 1794 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.